Event description:
It was reported that pump quick bolus and wake button did not function as expected, and pump display did not turn on unless pump was connected to a power source. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.